Event description:
A customer reported an unexpected software behavior; the event occurs when auto doppler is used to calculate the pulsatility index (pi) and resistivity index (ri) when a triphasic flow state exists or in situations where flow is present both above and below the spectral doppler baseline. The algorithm incorrectly measures the negative flow component and underestimates pi and ri values.